Manufacturer narrative:
Event date: the exact date of the adverse event is unknown. All patients were treated between june 2011 and december 2011. The device remained implanted.

Event description:
It was reported in the article that a retrospective review was performed for 22 patients treated for internal carotid artery sidewall aneurysms using a jailing technique with the subject device placement across the aneurysm necks. Contrast leakage was observed during the procedure. This complication did not result in neurological deficits at discharge. No further information was provided.

Manufacturer narrative:
The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported in the article that a retrospective review was performed for 22 patients treated for internal carotid artery sidewall aneurysms using a jailing technique with the subject device placement across the aneurysm necks. Contrast leakage was observed during the procedure. This complication did not result in neurological deficits at discharge. No further information was provided.